Manufacturer narrative:
Patient information is not available. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was to be used for an esophageal banding performed on (B)(6), 2011. According to the complainant, during preparation, while setting up the device, it was noticed that one of the bands on the ligator head appeared to be loose. It was reported that this device was not used on the patient as they felt they may experienced deployment issues. The case was completed with a second speedband superview super 7 multiple band ligator. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.